Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary. The complaint device was received and evaluated. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. However,it is observed that the device looks old and faded due to repeated use over the years as the device is around 11 years old. Functionally, the device was not able to cut and the operation of the device was not as smooth as expected. The handle also seemed to be loose confirming the complaint condition. The information provided is not sufficient to discern a definitive root cause, however, typically when remnants of debris are logged between the outer and inner shaft, this hinders the device from operating smoothly. A manufacturing record evaluation was performed for the finished device [08d2] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further actions is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturing record evaluation was performed for the finished device [08d2] number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a mitek sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rotator cuff repair procedure the trigger on their cord cutter does not function properly. Rather than it making a snap like function, the trigger moves freely back and forth. The procedure was completed with another like device with no patient harm or surgical delay to the case. The device will be returning for evaluation. This report is for a cord cutter. This is report 1 of 1 for (B)(4).